Event description:
On (B) (6) 2009, patient implant of a 25-16-120bl bifurcated device and a 28-28-95rl suprarenal proximal extension. The physician felt that there was a type ii endoleak at the end of the procedure. However, follow up CT revealed that it was a late proximal type I endoleak. On (B) (6) 2009, the pt was treated with an add'l 28-28-75l proximal extension and a palmaz stent with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if pt anatomy met criteria for indications for use. No conclusion can be drawn at this time.